Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The nc emerge dfu states: "for a 3.00 mm balloon the highest pressure the balloon should be inflected to is 20 atm". However, the device was inflated up to 23 atm. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. The balloon was initially inflated at 16 atmospheres for 15 seconds. However, on the second inflation at 23 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.